Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - blurred vision and dizziness. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error. At the time of the call the customer reported feeling dizzy and having blurry vision. Customer stated she was going to seek medical intervention and could not continue with the call. No further information was able to be obtained. (B)(6).

Manufacturer narrative:
Sections with additional information as of 26-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.